Event description:
On (B)(6) 2025 the user reported a severe hypoglycemic episode the previous night with bg dropping to 30 mg/dl. User was found unresponsive, 911 was called, and the fire department responded, but user refused ER transport. The following day, user experienced multiple occlusion alerts, could not confirm if the pump was rewound before inserting the cartridge, and currently had bg over 400 mg/dl. User agreed to complete a full supply change and monitor bg.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.